Event description:
It was reported the connector dislodged from the iliac screw. It appears the set screw loosened from the screw leading to the connector dislodging from the iliac screw. The patient underwent revision surgery. Upon removal, visualization examination revealed the iliac connector and set screw were intact with the rod.

Manufacturer narrative:
No product was returned for evaluation. X-rays were not provided to the manufacturer. With the available information , a cause or contributing factor cannot be identified.